Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited high thresholds and undersensing. The lead was placed in multiple locations and once good values were found, during the removal of the sheath, the lead dislodged and could not be placed again. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.